Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately calcified left anterior descending artery. A 2.50x28mm promus element plus drug-eluting stent was advanced but failed to cross the lesion and the stent struts were damaged. Subsequently, a 2.50x16mm promus element plus drug-eluting stent was advanced but also failed to cross the lesion and the stent struts were damaged. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that the target lesion was <90% stenosed and was not tortuous.

Manufacturer narrative:
Device evaluated by MFR: promus element plus ous 2.50x28mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified no stent damage. The crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Examination of the tip found no tip damage. Examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately calcified left anterior descending artery. A 2.50x28mm promus element plus drug-eluting stent was advanced but failed to cross the lesion and the stent struts were damaged. Subsequently, a 2.50x16mm promus element plus drug-eluting stent was advanced but also failed to cross the lesion and the stent struts were damaged. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that the target lesion was <90% stenosed and was not tortuous.

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately calcified left anterior descending artery. A 2.50x28mm promus element plus drug-eluting stent was advanced but failed to cross the lesion and the stent struts were damaged. Subsequently, a 2.50x16mm promus element plus drug-eluting stent was advanced but also failed to cross the lesion and the stent struts were damaged. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable.